Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. There was no contact with the patient. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
Zirconia abutments fractured in the lab.

Event description:
Zirconia abutments fractured in the lab. No patient injury or involvement.